Event description:
It was reported that the device provided inaccurate pr readings. Customer reported that the device was unable to obtain an accurate heart rate on a term infant post-delivery. Customer also reported, with auscultation, the pulse rate was in the 180's but the device was reading 70's and 80's. Customer reported that the saturation displayed was in the 70's but they did not have confidence in the number that appeared due to the pulse rate not correlating. After 10 minutes, the customer was still unable to obtain a pulse rate that correlated with the auscultated heart rate. Customer states that they used the device on subsequent deliveries without incident. There were no consequences or impact to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.